Event description:
It was reported by service report that the foot section of the bed was stuck down and the headsection was stuck up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power coil cable; lift motor coupler.